Manufacturer narrative:
The device was received for evaluation. During evaluation, the device alarmed constant air-in-line. A review of the event history log revealed "air-in-line!" Messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to this issue. The cause of the condition was determined to be ultrasonic lower reading were out of specification and were unable to calibrate. The ultrasonic sensor will be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device alarmed constant air-in-line. No additional information is available.